Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the pump powered on with the returned battery cap and the cap was able to fully tighten to the pump. The battery compartment was cracked with evidence of moisture contamination inside. There was evidence of short battery life observed inside the black box history. Current electrical draws were within specification. The pump passed the leak test and no evidence of additional moisture was observed inside the pump when the case was removed. Unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.